Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Complaint trending for this event will be performed per (B)(4).

Event description:
On 11/16/2022, it was reported by a sales representative via phone that a ar-3652ttsp fibertak® rc suture anchors suture is misaligned and will not work. This occurred during a rotator cuff repair on (B)(6) 2022 when the trap at the bottom seemed to have misaligned sutures. The implant was removed as the device was declared unusable, and a new anchor was used to complete the case. There was no patient effect reported.